Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a during the stone retreatment procedure, a percuflex plus ureteral stent was used. Upon unpacking, the catheter was observed to be fractured. The procedure was completed with another of the same device. No patients' complications were reported.